Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a urinary stone extraction and after crushing the stones with an unspecified laser, upon first use of an ncircle tipless stone extractor the basket was deformed. The stones were located in the kidney and urinary duct, and nothing in the patient's anatomy kept the basket from opening/closing. The unspecified laser was not in use at the same time as the basket. The basket could be advanced from the sheath tip at the target site, but the basket was not "normal." The user was unable to confirm is the basket was tested prior to use. The device was replaced with a new same type device to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a urinary stone extraction and after crushing the stones with an unspecified laser, upon first use of an ncircle tipless stone extractor the basket was deformed. The stones were located in the kidney and urinary duct, and nothing in the patient's anatomy kept the basket from opening/closing. The unspecified laser was not in use at the same time as the basket. The basket could be advanced from the sheath tip at the target site, but the basket was not "normal." The user was unable to confirm is the basket was tested prior to use. The device was replaced with a new same type device to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned for investigation in an open pouch with labeling. Some bends/kinks were noted in the basket sheath. The device was returned in the closed position and could be opened and closed. The basket was not formed properly. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause for this event could not be established. It is possible that the observed damage in the basket sheath are indicative of a tortuous path during use, but no information was received to confirm this potential cause. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of the risk analysis, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.